Manufacturer narrative:
Internal complaint reference: (B)(4). Medwatch report: mw5110256.

Event description:
It was reported that, during an orif fixation surgery to the patient's left upper leg with peri-loc, the 3.5mm drill {} bit w/qc broke off. The fragment was left inside the patient. Surgery was not delayed as consequence of the event.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, no clinically relevant supporting documentation was provided for inclusion in this medical investigation. Therefore, the root cause of the reported drill tip breakage could not be determined. The peri-loc drills are manufactured and intended as externally communicating devices and are not approved for long term internal tissue exposure and long-term implantation data is not available. Since the drill tip was retained in the patient¿s upper leg, the potential for micro-motion and/or migration is unlikely. It was reported the surgery was not delayed as a consequent of this adverse event. The impact to the patient beyond that which has already been reported cannot be confirmed nor concluded. Therefore, no further clinical/medical assessment is warranted at this time. Should any additional relevant medical information be provided, this case would be re-assessed. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This is a single use device, damage from misuse, excessive cleaning or rough handling are likely probable causes of the reported event. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.